Manufacturer narrative:
D4 - add serial number.

Manufacturer narrative:
A review of the manufacturing records showed all requirements were met. Based on the available information, dielectric breakdown of the tip most likely contributed to this event. It is unknown how and when hole occurred on tip membrane. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. Complaint type identified within risk analysis and performing within anticipated rate. Investigation complete.

Manufacturer narrative:
The treatment tip was received and evaluated. The tip passed leak, and thermistor testing. The tip failed visual testing due to evidence dielectric breakdown seen. No functional test was performed due to tip being expired. Further investigation underway.

Manufacturer narrative:
Investigation underway.

Event description:
The user facility in (B)(4) reported a patient sustained redness and blisters on the face during thermage flx treatment. A miero hole was found at about 700shots of 900shots with the highest energy level at 2.5. The tip was inspected prior to use with no anomalies observed. The procedure was stopped and the patients condition was observed. There were blister and redness on patient's face. During the procedure, patient was under anesthetics. The doctor prescribed to dexamethasone inj. And solodo (steroid) for patient. The doctor plans to perform laser for preventing pigmentation.